Manufacturer narrative:
T:slim user guide indicates "if you are going have an x-ray, computerized tomography (cat) scan, magnetic resonance imaging (MRI), or other exposure to radiation, take off your t:slim pump and remove it from the procedure room". No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the basal delivery. Customer's blood glucose level was not impacted.